Event description:
The baxter rep reported a fatal freeflow condition of an infusion pump during pt use. Reportedly the pt was being changed or bathed at the time. The ministry of health reportedly believes the user may have removed the set from the pump during this time resulting in a free-flow.